Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not conclusively be established through this evaluation. It was reported that no autopsy was performed and heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision a, is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was unknown. The account declined to provide patient outcome information for this event, due to patient privacy laws. Based on a review of available patient¿s record and the reported patient outcome, there were no device issues at the time of the patient outcome. The outcome was not device or therapy related. An autopsy would not be performed. The pump would not be explanted.